Manufacturer narrative:
(B)(4). Concomitant medical products: persona stemmed 5-degree tibial component, catalog #: 42532006701, lot #: 62519878, persona ps articular surface, catalog #: 42512400510, lot #: 62264496, unknown femoral component catalog#: ni lot#: ni. Customer has indicated product will not be returned to zimmer biomet per hospital policy. The investigation is in process. Once the investigation is completed, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01684, 0001822565-2019-01686. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Requested but not returned by hospital.

Event description:
It was reported patient underwent initial left total knee arthroplasty. Subsequently, patient was revised due to pain and loosening. Upon explanting products, it was noted that the tibial poly was fractured on the posterior aspect of the back corner and little pieces of plastic were found in the joint. There was also grey tinged tissue noted in that area.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes and x-rays. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.